Event description:
The customer reported there were intermittent low ma error messages. A reboot cleared the error. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hv tank and calibrated the filament. The system operates as intended.